Event description:
It was reported that an unexpected reset occurred. The customer went to the emergency room on (B)(6) 2025 and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 648 mg/dl and ketones that were identified as dangerous by a healthcare professional. Reportedly, customer attempted to address bg with a manual injection, however, was treated with intravenous fluids of saline and insulin in the hospital. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.